Manufacturer narrative:
This supplemental report is submitted to provide additional information, the updated device evaluation, and the results of the legal manufacturer¿s investigation. The facility contact title was obtained during a customer follow up. The title obtained was supervisor of pulmonary services, bs, rrt-nps (respiratory therapist). It was further confirmed the reprocessing training was routine training. The device was not returned. According to section 4.5 of the reprocessing guidelines, it is outlined ¿removal of the balloon¿, to ensure proper cleaning of the endoscope. Furthermore, it is emphasized that ¿all channels of the endoscope, including balloon channel where existing, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ it was determined that the facility did not meet these guidelines during the reprocessing of this endoscope. The customer mentioned ¿a recent trend in distal tip damages¿ this phenomenon could not be confirmed due to lack of device return. The investigation was unable to determine a definitive cause. The evaluation has been completed and a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer did not remove the balloon from the endoscope distal end. The customer was advised to take the balloon off before pre-cleaning process happens and to visually inspect the distal tip at the end of the case. It was also noted that the customer had a recent trend in distal tip damages. Ess advised distal tip protectors as well as better care and handling of the unit. The ess reviewed cleaning, disinfection, and sterilization for the devices. The customer verbalized understanding of the reprocessing steps. The ess advised proper care and handling during removal and transport to the procedure room to avoid unnecessary pressure or excessive coiling of the insertion or light guide tube to avoid tube damage. The customer was also encouraged to review reprocessing videos. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Initial reporter occupation: title is respiratory therapist.

Event description:
The olympus endoscopy support specialist (ess) reported that during an onsite reprocessing training, it was observed that the balloon was still on the distal tip of the evis exera ii ultrasonic bronchofibervideoscope after the scope was pre-cleaning, leak tested, manually cleaned, and sterilized. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.